Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 17:53:42. During night drain cycle six, the patient's ultrafiltration reading was 2727ml, indicating the home patient (hp) drained 2727ml more than their maximum programmed fill volume of 2000ml. No further information was available.